Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient had an a-fib ablation, with left femoral vein access using a radifocus introducer ii kit. After the procedure and during sheath removal, the sheath separated from the hub. It was not a clean break. The doctor had to remove the remaining body of the sheath by doing an incision and removing with a kelly clamp. The patient was stable at the end of the sheath removal. The procedure outcome was successful. Additional information was received on 9/21/18: the reported blood loss was estimated to be 10 cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, to update and to provide the completed investigation results. One 6 fr sheath was returned to for product evaluation. The sheath was returned in two separate pieces. Visual inspection revealed that the sheath was not separated in a clean fashion and the edges were jagged. Microscopy inspection revealed no other anomalies were noted with the sheath. Dimensional analysis of the sheath revealed that the distal tip to edge of the first separated section measured 0.2595". The base of the hub to the distal edge of the second separated section measured 3.7585". A kink in the sheath was also present and measured 2.6065" from the distal tip of the sheath. No other anomalies were noted. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the application of off axis forces could have contributed to the reported event. However, the exact cause of the reported event cannot be definitively determined.